Manufacturer narrative:
Additional information: d10/d11: concomitant medical products, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test, valve actuation test, safety clamp test, and patient sensor check. Post-accelerated stress test 2-hours 15-minutes 8500ml simulated treatment was performed without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The patient reported that there were air bubbles found in the heater bag line and the supply line. The patient reported receiving an air detected in cassette alarm during dwell 2 of 5 of treatment and a drain line is blocked alarm during an unknown phase of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient stated that they performed a stat drain and a manual drain. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that the fluid leak occurred from the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.